Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available, a supplemental record will be filed. Frame / broken weld.

Event description:
The left front frame has a broken weld on the bottom.